Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the reported driveline infection and the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital for increasing shortness of breath and candida infection in the lungs. The patient was also found to have staphylococcus epidermidis and enterococcus faecalis in the driveline. Amoxicillin, doxycycline, and fluconazole were prescribed to the patient for 7 days. On (B)(6) 2015, the patient was discharged. On (B)(6) 2016, the patient had a follow-up clinic visit and no further evidence of a driveline infection was found. It was reported that the patient is doing well.